Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.